Event description:
Device explanted due to reported shocking. On (B)(6) 2013: initial implant (device info not available). On (B)(6) 2014: removal of implant (generator /electrodes) due to reported shocking. Dates of use: (B)(6) 2013 - (B)(6) 2014. Diagnosis or reason for use: gastroparesis.